Event description:
Caller reported that insulin gauge displayed an amount different than expected, specifically a fill estimate issue with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to reload the same cartridge and disconnected to deliver a 10.2 unit bolus, resulting in the issue being resolved with a final discrepancy of less than 30 units.